Event description:
The tip of the sheath broke off two pieces after insertion and while maneuvering scope. Surgeon retrieved damaged pieces. The damaged pieces were pieced together. It appears that all pieces retrieved. Visual assessment of affected area failed to locate additional pieces. No adverse harm to patient. Reason for use: fluoroscope procedure for kidney stones and hydroneprosis.